Event description:
It was reported the device had a power on reset. It was indicated that none of the parameters were cleared or reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters and write to locked ram por with ecc-lia conflict, address=6480, data=fd on (B)(4) 2011. Patient alert for device circuit error on (B)(4) 2011.